Event description:
It was reported there were difficulties in removing the needle from a prostate punch biopsy adapter, causing the tips to bend & increasing bleeding. Multiple biopsies had to be performed & anesthesia extended.